Manufacturer narrative:
D4 and d7a - updated. H3, h4 and h6 ¿ updated. One suspected device was received for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, the downstream occlusion (dso) seal was noted to be delaminated. Replaced downstream occlusion (dso) seal. Performed dso (downstream occlusion)/upstream occlusion (uso) calibration. Validated repair through dso/uso sensor test. Performed testing, unit pass all testing criteria. Unit reset to standard configuration. The customer complaint was confirmed. The cause of reported issue was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a ripped and bubbled dso seal. A ripped downstream occlusion (dso) seal can impair the pump¿s ability to accurately detect occlusions, which may result in delayed or missed occlusion alarms and potential interruption or under-delivery of therapy. There was no patient involvement and no harm/adverse event reported.